Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open for 2 months and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". After the above, dario's representative instructed the user to open a new cartridge of strips and test her bg level, which she did and received a reading of 93 mg/dl, which the user stated is normal for her. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported that for a few days prior to contacting dario, she had received high readings. Due to these high readings, the user considered going to the hospital, however, ultimately did not go. Instead, the user purchased a non-dario meter to compare with. The user reported that she received a high bg reading of 166 mg/dl from her dario meter compared to a bg reading of 120 mg/dl from her non-dario meter. On the morning that the user contacted dario, she reported that she received a low bg reading from her dario meter, while receiving a bg reading from her non-dario meter that she considers in normal range for her.